Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their reservoir lip ring was damage. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the crack at top off battery cap and lower right hand on the clip area. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with a broken belt clip rail, cracked case (battery tube) and cracked battery tube threads. (B)(4).